Event description:
Caller reported patient result of 4.5 mmol/l on inform system, lab result of 1.4 mmol/l within 10 minutes. Reported another, separate comparison of 5.4 mmol/l on inform system, lab result of 1.45 mmol/l using the same venous sample. No adverse event was reported. Strips not available for return.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.